Manufacturer narrative:
D10: concomitants: (B)(6) 200-02-38 - three peg patella 38mm, (B)(6) 200-04-55 - cemented finned tib. Tra sz 5f/5t, (B)(6) 201-46-10 - holding pin headless 3" (4 pk), (B)(6) 230-03-05 - optetrak asy,cr cemented femoral, sz 5, (B)(6) 620-00-02 - platelet rich plasma kit with spray tips, (B)(6) 620-11-02 - accelerate conc. Sys rep by 620-12-02. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 11 years after this patient's right total knee arthroplasty they were revised. Patient had a poly exchange due to pain and poly wear. No issue with the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.